Event description:
The customer called the philips stating that when the equipment is going to be used in therapy, it emits a sound. There was no patient involvement.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.